Manufacturer narrative:
(B) (4): the reduction inner sleeve was returned. Visual examination of the tip of the sleeve found that the sleeve tips were bent outward out of specification approximately 1.1mm at the screw head retention features. Visual and optical inspection identified multiple areas of wear and/or damage. A functional evaluation was performed; the instrument properly retained both mating part simulations. An additional functional check was performed using a longitude extender and multi-axial screws. The screw head was securely retained within inner sleeve tips. Witness marks on the upper wall and side, and tips of the inner sleeve tips suggest that aggressive release techniques may have been utilized. A review of the device history records did not identify any applicable nonconformance to the specification.

Event description:
It was reported that the patient underwent spinal surgery from t3 to t6. During reduction, the screw popped off the longitude screw extender. The surgeon had to pull the screw out and try again. The surgery was extended approximately 10 to 15 minutes. No additional patient complications were reported.